Manufacturer narrative:
P-cap or reservoir locks properly into place. Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected prime or fill anomaly or insulin flow blocked alarm or no delivery alarm noted during testing. Device received with pillowing keypad overlay, minor scratches on case, cracked keypad overlay and broken belt clip rails. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had issues during manual prime process. Customer stated that they were unable to exit the preparing to prime loop. Customer stated that they did not receive complete status with next highlighted on the screen. Customer stated that the insulin pump had insulin flow block alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.